Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old female who underwent cardiac surgery was implanted with an impella rp device for mechanical circulatory support. The patient developed hemolysis with decreased pump flows. An echocardiogram (echo) was done and visualized what appeared to be a clot on the inlet. The impella was exchanged. The patient is stable.

Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for benchtop investigation. Based on the clinical information provided, two days prior to the hemolysis heparin was stopped. Data logs show a motor current spike with placement signal shift followed by low pump flows at p8. Adjusting to p9 did not stop low pump flow. The most likely cause of the hemolysis was biomaterial.